Event description:
It was reported by repair work order that the foot end jack was drifting down with and without weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the bed exit was not working, this was reported in error. The investigation concluded that the foot end jack was drifting down with and without weight.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.